Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested but the customer reported problem could not be duplicated. The probable cause of the reported problem is unknown. It was found during the investigation that there was moderate bubbling on the dso (downstream occlusion) seal and contamination was found at the dso sensor and latch/lock area. The dso sensor and latch lock flex sensor were replaced as a preventative measure. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a downstream occlusion error. There was unknown patient involvement, no patient injury was reported.